Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. False-negative test result. The user reported receiving a negative test result with ff on the morning of (B)(6) 2025. On the afternoon of (B)(6) 2025, the user was administered a test by a healthcare provider and they tested positive for covid-19 and flu b.

Event description:
False negative result. False-negative test result. The user reported receiving a negative test result with ff on the morning of (B)(6) 2025. On the afternoon of (B)(6) 2025, the user was administered a test by a healthcare provider and they tested positive for covid-19 and flu b.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov3090010 were reviewed and no abnormal issues were found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3090010 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of follow-up report g6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h3 - device evaluated by manufacturer h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - updated based on manufacturer investigation.